Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented to the clinic with upper out of range pacing lead impedance measurements on the left ventricular lead. Loss of capture was also noted. The lead was capped and replaced. The device was also electively extracted and replaced due to a warranty advisory. The patient was pacemaker dependent. The patient tolerated the procedure well and will be followed normally.

Manufacturer narrative:
Analysis was normal. No anomalies were found. Based on the information received, the device was prophylactically removed and there is no alleged malfunction of the product. Correction: this should have been reported as 'adverse event,' outcome attributed should have been reported as 'required intervention to prevent permanent impairment/damage (devices)' type of event should have been reported as 'serious injury.'